Manufacturer narrative:
(B)(4)

Event description:
The surgeon inserted the icm120v4 12.0mm implantable collamer lens on (B)(6) 2012 and the lens dislocated. Ligament relaxation was noted. The lens was replaced with another same model lens and this resolved the problem.

Manufacturer narrative:
Evaluation method - lens work order search; medical review. Results: visual inspection of the return lens showed a haptic was torn. The lens was re-hydrated in bss and a length of 12.561 was re-measured and found to be within original specifications. A lens work order search revealed there were no similar complaints for the same type of problem from this work order. Medical review: the surgeon suspected zonular weakness and decided to remove this lens and implant a new and longer icl to ensure sulcus fixation and stability. This resolved the problem. Vaulting after exchange with longer lens is 543 microns. The most probable cause of this event is a patient condition (pre-existing zonular weakness), although we cannot rule out a short (initial lens) as a contributing factor. According to use fmea (failure modes and effect analysis) it has been determined that the inadequate vault is a consequence of wrong lens use failure mode (i.e. Improper white to white measurements, variability of the white to white measurements based upon different techniques utilized, improper sulcus to sulcus measurement (if ubm used), and patient condition; poor correlation of white to white measurement and length of ciliary sulcus in an individual case; irregular ciliary sulcus or ciliary sulcus cyst, ect). (B)(4).